Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up in clinic, post paced t-wave oversensing was observed on the ventricular channel. The patient presented syncope and did not receive inappropriate therapy during the oversensing. Programing changes were made during the device check. Subsequently the physician was not comfortable making the suggested changes. Programing changes were once more discussed and performed. The patient is no longer feeling syncopal. While in the emergency room, the patient was discovered with unrelated device medical conditions. Elevated potassium levels were also noted, contributing to oversensing. The patient was admitted to the hospital to address the electrolyte issues.